Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) and is a spontaneous report by a physician with supplemental information by a nurse from the (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex and physioneal therapies for automated peritoneal dialysis (apd). Extraneal and physioneal therapies were ongoing. On (B)(6) 2012, the patient experienced bacterial peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. The patient did not experience any symptoms. On (B)(6) 2012, remedial treatment with levofloxacin was initiated with 500 mg po once followed by 125 mg a day. The patient recovered five days post bolus. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of bacterial peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.